Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device did not provide shock therapy to the patient and did not store any information regarding vt episode. Boston scientific technical services (ts) read the memory file that was saved to diskette and had indicated that there were no episodes recorded despite the patient having some in the past. All lead diagnostics were within normal limits and battery was functioning well. The rate smoothing was not turned on. The device only recorded three therapies with 2 anti-tachycardia pacing (atp) and one shock therapy. In the rate counter bins, despite having a decent number of beats in this highest bin, it is not conclusive when these had actually occurred. Ts also discussed that if these episodes occurred on the day when the field representative contacted ts, even if there were 3 consecutive beats, the device would have stored an episode. This crt-d device remains in service. No adverse patient effects were reported.